Event description:
It was reported that the tip of the rotawire guidewire was damaged. A rotawire drive guidewire was selected for rotablation. During preparation/prior to procedure, upon opening package it was noted that the tip of the rotawire was broken/fractured. The rotawire tip was frayed and looked like a stretched and deformed spiral. The procedure was completed using another of the same device. No patient complications were reported.

Event description:
It was reported that the tip of the rotawire guidewire was damaged. A rotawire drive guidewire was selected for rotablation. During preparation/prior to procedure, upon opening package it was noted that the tip of the rotawire was broken/fractured. The rotawire tip was frayed and looked like a stretched and deformed spiral. The procedure was completed using another of the same device. No patient complications were reported.

Manufacturer narrative:
Media analysis: the media attached to the complaint shows a bent/kink on the spring tip but does not show any sign of unraveling or fracture that could have contributed to the reported issues of distal tip stretched, guidewire fracture.